Manufacturer narrative:
To date, the device was received for full investigation. As of this report, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the tip of depth gauge was broken. The drill was able to be extracted and is not left behind in the body. No adverse event or delay reported.